Event description:
It was reported that during the implant it was difficult to insert this lead into the heart. The physician wanted to remove cardiac tissue from the helix and retract the helix, but the helix would not retract and was slightly deformed. The patient was provided deep septal pacing due to pacing failure and a new lead was used as a result. No adverse patient effects were reported. Should the lead be returned analysis will be completed.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that during the implant it was difficult to insert this lead into the heart. The physician wanted to remove cardiac tissue from the helix and retract the helix, but the helix would not retract and was slightly deformed. The patient was provided deep septal pacing due to pacing failure and a new lead was used as a result. No adverse patient effects were reported. Should the lead be returned analysis will be completed.

Manufacturer narrative:
This report is being filed to correct the describe event or problem, device codes, and additional manufacturing narrative. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination confirmed the helix was extended and had become deformed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test was undertaken, and the helix could not be retracted due to the observed deformation. No lead issues were noted that would have made the reported clinical observations more likely than what is described in the instructions for use for this lead as a known inherent risk of the use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review.

Event description:
It was reported that during the implant of this lead, multiple attempts were made to penetrate the septum.it was difficult to insert this lead into the heart. After these unsuccessful attempts, cardiac tissue was removed from the helix and an attempt was made to retract it; however, the helix was noted to have become deformed and could not be retracted. The physician wanted to remove cardiac tissue from the helix and retract the helix, but the helix would not retract and was slightly deformed. Ultimately, the decision was made to place a different lead for deep septal pacing as left bundle branch area pacing could not be achieved for this patient. The patient was provided deep septal pacing due to pacing failure and a new lead was used as a result. No adverse patient effects were reported. Should this attempted lead be returned, analysis will be completed.

Event description:
It was reported that during the implant it was difficult to insert this lead into the heart. The physician wanted to remove cardiac tissue from the helix and retract the helix, but the helix would not retract and was slightly deformed. The patient was provided deep septal pacing due to pacing failure and a new lead was used as a result. No adverse patient effects were reported. Should the lead be returned analysis will be completed.

Manufacturer narrative:
This report is being filed to correct the device codes.